Manufacturer narrative:
The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device was operating within specification. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise, oversensing, and pacing inhibition greater than 10 seconds on the right ventricular (rv) channel and the left ventricular (lv) channel. Technical services (ts) were consulted and electromagnetic interference (emi) was suspected to be the cause. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise, oversensing and pacing inhibition greater than 10 seconds on the right ventricular (rv) channel and the left ventricular (lv) channel. Technical services (ts) was consulted and electromagnetic interference (emi) suspected to be the cause. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise, oversensing, and pacing inhibition greater than 10 seconds on the right ventricular (rv) channel and the left ventricular (lv) channel. Technical services (ts) were consulted and electromagnetic interference (emi) was suspected to be the cause. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.